Manufacturer narrative:
Section d10 references: product ID: 3708660, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2025, product type: extension, product ID: 3708660, lot#serial#: (B)(6), implanted: on (B)(6) 2019, explanted: on (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they believed a patient fall resulted in a crack in the extension wire.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced an error message on their controller indicating "out of range, contact your clinician, the neurotransmitter is providing less than requested therapy, service code 1703". The patient also reported having less than four months of battery life remaining, necessitating implant replacement. Additionally, the patient experienced a fall, severe shaking, particularly at night, causing sleep disturbances, and was taking medications multiple times a day for dyskinesia. The patient felt unwell despite medication. The patient was redirected to their healthcare provider for further assistance. A pre-surgical appointment was scheduled for (B)(6) 2025. Additional information received from the healthcare provider (hcp) reported the patient experienced normal battery depletion. The patient was scheduled to receive a new battery on (B)(6) 2025 where they would learn more about where the issue was coming from. In the meantime, the patient¿s programming was adjusted to not use the affected contact. Additional information was received from a manufacturer representative (rep) on 2025-feb-12. The rep reported that the oor was caused by impedance issue on contact being used. The battery and the extensions were replaced and the original issues were resolved. Battery was at end of life. The battery was not salvaged for return. They do not have the pre and post impedance numbers but another rep may.